Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(6) 2010. The correct device MFR. Date was (B)(6) 2010 which has been corrected in this follow up submission. Type of remedial action initiated: the type of remedial action taken for this issue has changed from a correction to a recall. The customer issue is now being associated with remedial recall 3002809144-4/21/11-001-r for the architect havab-m reagent lot 93794hn00. The remedial action number was changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number, and the type of remedial action taken by abbott.

Event description:
The customer was concerned about the increased number of architect havab-m gray zone results when architect havab-m reagent lot 93794hn00 was in use. The customer stated in the previous ten days, five gray zone results were generated (only 3 patient data provided), although no results have been questioned by the physician. The customer stated analyzer maintenance was current, quality controls were within the expected ranges and there was no issues with other assays. The customer provided an example of gray zone results tested with the suspect reagent lot and the replacement reagent lot as follows: patient #3 initial result: (B)(6). There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding (B)(4) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of (B)(4) results is the which has a reduced potency that affects the architect havab-igm performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false grayzone/reactive results and increases arch (B)(6) susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.